Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at around 6:30pm. The patient reported a blood glucose reading of "80 mg/dl" with the subject meter. The patient claimed he manages his diabetes with an insulin pump; however, at the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. Right before the start of the alleged issue, the patient stated he became disoriented; which he associated as low blood sugar symptoms. Within 5 minutes after the alleged issue began, the patient indicated he self-treated with food/drink. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, and the control solution result was in range when a quality control solution test was performed. Replacement products were still sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the alleged issue occurred and the symptom does not meet lfs's criteria for a serious injury. In addition, there was no evidence in delay of treatment. However, this complaint is being reported because the alleged meter reading did not correlate with the patient's suggestive symptom.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.